Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d3, d4, g4, h4 - please disregard all device information. D10 concomitants: 300-01-13 - equinoxe, hum stem primary, press fit 13mm: (B)(6). 320-10-00 - equinoxe rev tray adapter plate tray +0: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-20-22 - eq rev comp screw lck cap kit, 4.5 x 22mm: (B)(6). 320-20-26 - eq rev comp screw lck cap kit, 4.5 x 26mm; (B)(6). 320-20-26 - eq rev comp screw lck cap kit, 4.5 x 26mm: (B)(6). 320-20-30 - eq rev comp screw lck cap kit, 4.5 x 30mm: (B)(6). 320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-42-03 - equinoxe reverse 42mm humeral liner +2.5: (B)(6). H6: component code.

Event description:
It was reported that this patient's left shoulder was revised approximately 4 years post initial operation. The patient had an infection. The surgeon revised all components except the stem. Patient was last known to be in stable condition following the event. There was no breakage of the device. The devices were not available for evaluation due to the devices being disposed. No images or radiographs were provided.

Manufacturer narrative:
D10: 320-10-00 - equinoxe reverse tray adapter plate tray +0; 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm; 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm; 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; 320-01-42 - equinoxe reverse 42mm glenosphere; 320-15-05 - eq rev locking screw; 320-20-00 - eq reverse torque defining screw kit; 320-42-03 - equinoxe reverse 42mm humeral liner +2.5. 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.